Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences related to the occurrence was observed. The sample sent by the customer was verified and it was possible observe foreign matter ¿ dirt. This occurrence is potentially related to a contamination during assembly process. The production personnel from needle department will be notified about this complaint. H3 other text : see h.10.

Event description:
It was reported that before use of the needle precisionglide 22x1in there was a foreign matter issue. The needle was dirty. The following information was provided by the initial reporter, translated from portuguese to english: separated needle 25x7 which came with dirty.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the needle precisionglide 22x1in there was a foreign matter issue. The needle was dirty. The following information was provided by the initial reporter, translated from portuguese to english: separated needle 25x7 which came with dirty.